Event description:
Covers fell off: the collimator latching bars of each detector have small (approx. 12 in x 3 in) light-weight plastic panels that cover the collision detection circuitry. The panels on both detectors have fallen off three times at this site. On two of these occasions, these covers fell on pts. There were no injuries.